Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual analysis indicates that the ibt has been used. Traces of foreign material are present on the outside of the balloon. These traces are probably cement. During functional analysis a first inflation attempt has been done to inflate the balloon of the ibt, but it was blocked. Another attempt was done with an inflation syringe and it unblocked very quickly. The balloon has been inflated to 5cc and pressure was maintained. No leakage occurs during and after this functional test. Based on the information provided, functional and visual analysis, the complaint of a leakage cannot be confirmed because no leakage found on this ibt event when inflated under higher pressure as reported by the sales representative.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured at 120psi, 3.5ml. A new balloon was used to complete the procedure. No further details are known at this time.